Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for five days due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the 911 call was 619 mg/dl. Blood glucose at the time of admission was 585 mg/dl. The customer stated they had her on a gurney for 5 hours and she kept treating with the insulin pump while waiting in the hallway. She removed the infusion set the next day and the cannula was straight. The customer had vomiting and dry hives. Customer was treated with insulin drip. Blood glucose at the time of the call was 70 mg/dl. The insulin did not have a battery and customer stated she would call back to troubleshoot.